Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I results, for a 6-year-old patient, included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data through abbottlink, the historical performance of reagent lot 25063ud01 was evaluated and is performing similar to other reagent lots in the field confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review on lot 25063ud01 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Per product labeling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. In addition, product labeling does not include normal range values for patients under 21 years of age. Based on the investigation, architect stat high sensitive troponin-I, lot number 25063ud01, is performing as intended, no systemic issue or deficiency of the reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-74, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a (B)(6)-year-old male patient. The following data was provided (customer¿s reference range is 0.00-0.03 ng/ml): initial result, on (B)(6) 2021, was 2.015 ng/ml, based on this result the patient was hospitalized for observation and monitoring. The patient was tested on (B)(6) 2021 and the result was 0.822 ng/ml, on (B)(6) 2021 was 0.890 ng/ml, and on (B)(6) 2021 was 0.997 ng/ml, which the patient was then discharged from the hospital. The patient was tested again on (B)(6) 2021 and the result was 2.181 ng/ml, repeat was 1.80 ng/ml. The patient was tested using the roche assay and the result was 0.003 ug/l, reference range is <0.014 ug/l, and the et healthcare (xingtong) assay and the result was <0.025 ng/ml, reference range is 0-0.1 ng/ml, both results were negative. There was no impact to patient management reported.